Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating with the server. The technical support specialist was initially unable to shrink the database size for the station as it was still in use and requested downtime from the customer via email. However, the customer later confirmed that the issue had been resolved. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.